Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of a pulling sensation when he moved his shoulder. Additional information stated the physician suspected the cardiac resynchronization therapy pacemaker (crt-p) was sutured in an inadequate position. The physician later determined the crt-p had migrated from its original position. The patient underwent a pocket revision, in which the crt-p was repositioned. The crt-p remains in service. No adverse patient effects were reported.